Event description:
I went to the hospital as an outpatient to have the signal generator of my ICD (defibrillator) changed out since the battery was low. While on the operating table the physician determined that the insulation on the lead had cracked. He told me that he could not continue and that a cardiac surgeon would have to be brought in to extract the lead. This defective lead resulted in an unnecessary two night stay in the hospital, pain, disruption to my life, and huge expense. The lead was implanted on (B)(6) 2005 and should not have cracked according to the surgeon.